Event description:
It was reported that at follow-up, the lead showed an increasing impedance and sic (sensing integrity counter), indicative of oversensing. Lead fracture and inappropriate shocks were also noted. The lead was replaced. The replacement procedure was reported to be successful, and no further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: proximal conductor fractured; full lead returned and analyzed.